Manufacturer narrative:
The checksum feature of the lh750 is disabled. The customer is aware of product labeling describing the use of checksum digits. On (B)(4) 2008, the field service engineer (fse) cleaned the barcode reader and scanned 100 sample barcodes without error. Fse verified instrument performance to specifications. Root cause is failure to use checksum digit and checksum feature of lh750. As per bci labeling: beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported sample misidentification for one sample when using the coulter lh 750 hematology analyzer. Customer identified two pt reports with the same sample identification number of (B)(6). Sample with identification number (B)(6) had been misread by the analyzer. The customer reran the sample with identification number (B)(6) and obtained the correct sample identification. No erroneous results were reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.